Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured visible on fluoroscopy. This rv lead was surgically capped and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.